Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set; this was described as the ¿transfer set broke- the blue part came out of the transfer set¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of a patient injury associated with this event and the patient was treated with an antibiotic as a prophylactic measure only. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d1, d3: device manufacturer name, d4 (catalogue #), d4: unique identifier (UDI) #, g4, h3, h6, and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.